Event description:
Event description cpi received information that this implantable pulse generator (ipg) measured large r waves (21 milli volts) with the programmer compared to implant measurements (12-14 milli volts) measured with a pacemaker system analyser. The device had far field sensing of the r wave from the a channel.